Event description:
Metal trocar placed in divit on peg tube for insertion. When trocar and tube inserted into tube tract and being pushed/slid through tube tract, metal trocar popped/pushed through tube. Trocar and tube removed and regular g-tube placed with pt. Referred to endoscopy next day with peg tube placed with noted normal appearing gastrostomy tract and stomach. Manufacturer notified by using provider.